Event description:
Procedure type: neck operation: cancer. According to the reporter: patient had a neck operation; skin was closed with biosyn and surgipro. Surgipro removed by gp. Neck wound came open exposing major vessels in the neck. Patient taken into surgery the next day to close. Biosyn knots had unravelled. No sample to return as incident happened 14 days after the initial operation. No tissue loss/damage. No additional blood loss. Nothing fell into the patients cavity. No reinforcement material relevant. The account manager has offered to speak direct to (B)(6), but he has chosen not to share his phone number. So no further information is available.

Manufacturer narrative:
(B)(4).